Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿channel errors - many bottle side pressure sensor errors in the error log. Sent to sco for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the voltage readings on the upstream and downstream pressure sensors was not in range, so I replaced them both. I also replaced the display board, because it had dim segments. I recalibrated the unit and ran it through all of its pm tests. It passed them all, and ran through a 50 ml infusion of distilled water with no issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿